Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d3, g1, g2. Additional information: d10. H3 evaluation: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In addition, one end of the suture was observed cut; however no others defects were noted.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot phk312, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a colon cancer procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke while closing the abdomen and the whole layer of muscle fascia in the radical resection of left colon. The needle broke ensued. The doctor removed the suture and needle out of the patient. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.